Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice fsn-2023-cc-src-039. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a40 ventilator was returned to a third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. Device evaluation by the third-party service center indicated a ventilator inoperative device error code was present in the error log indicating failure of the outlet pressure sensor. The issue would require replacement of the device printed circuit board assembly to address the issue. However; the customer requested the device be scrapped. No parts will be replaced. There were no visible foam particles in the device assembly. The device has been scrapped as per the customer's request. Additional findings not related to the malfunction/issue: coin cell voltage is outside of its valid window of 1.65 to 3.6v and would require replacement of the printed circuit board assembly. The oxygen sensor failed and would require replacement of the oxygen sensor on the printed circuit board assembly.